Event description:
Customer reported a no delivery alarm that occurred when he went to delivery a bolus after a set change. The blood glucose reading was 403 mg/dl. Customer treated with the insulin pump, the treatment was interrupted by the alarm, but customer stated that he felt okay. Customer was assisted in performing a 5 unit fixed prime and received another alarm. Customer was advised to change the entire infusion set but was unable to remove it at that time to inspect the cannula. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.